Event description:
It was reported that 1 bd pen ndl 32ga 4mm had a molding defect. The following information was provided by the initial reporter : the customer reported that the hub was deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-28. Investigation summary: two open and twelve sealed 32g x 4mm pen needle samples and six photos were returned from lot. No. 0238818, cat. No.320136. Visual examination was carried out on all returned samples and photos and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples/photos therefore no root cause can be identified.

Manufacturer narrative:
Initial reporter phone# : unknown. Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm had a molding defect. The following information was provided by the initial reporter : the customer reported that the hub was deformed.